Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01677.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to recurrent pulmonary embolism(pe). Patient is alleging fracture, tilt, perforation, and deep vein thrombosis (dvt). Per implant report dated (B)(6) 2016: "...the right common femoral vein was cannulated." "Subsequently, a cook celect filter was advanced into position. Digital abdominal fluoroscopy image shows the filter was deployed in the infrarenal ivc with slight tilt." Per report from CT dated (B)(6) 2016: "there is an ivc filter in the ivc. Note, however that there is a broken strut which is extraluminal, and is positioned in front of the l2-l3 disc space and upper l3 vertebral body. Note that this was extraluminal on prior scan immediately after placement on (B)(6) 2016, and the strut was fractured on the prior study from (B)(6)."